Manufacturer narrative:
(B)(4). Note: file was recoded due to updated coding guidelines. All applicable codes for entire event included above.

Event description:
Additional information received from the patient reviewed that the implantable neurostimulator (ins) had helped for 3 weeks and "now is back." The battery went dead and the wires had moved. The patient had fallen and broke their tailbone and broke the wires. The wires and ins were replaced due to breaking from the (B)(6) in 2011.

Event description:
It was reported that the patient experienced a loss of therapeutic effect approximately 3-4 weeks ago. The patient fell twice about 3-4 months ago, but has not had any x-rays done since then. The patient also experienced pain at the lead site ''off and on'' since the implant. Additionally, the patient could not adjust the implantable neurostimulator (ins) with the patient programmer even with the antenna attached. The ins was loose in the patient's pocket site and she could "feel it rolling around." It was also noted that the patient had lost (B)(6). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3093-28, lot #: v220469, implanted: (B)(6) 2009, explanted: na; programmer model: 3037, serial #: (B)(4).